Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced low blood glucose of 40 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, caller was advised to contact healthcare professional regarding unexplained low blood glucose. Customer's mother believed that insulin pump was over delivering insulin. Delivery anomaly was performed. Customer will upload to carelink and call back.